Event description:
"Pt had implants in 1977 and had capsular contracture and was operated in 1979. Pt started having problems in 1985. In 1988 rupture was detected. More implants were put in. In 2000 some implants came out in open wounds and some removed by surgeon. In 2004 pt had a cyst in the chest wall that was found to be silicone when opened up. Pt is still having problem after more than 3 years." Note: the complaint is not clear as to whether the pt had add'l implants put in at the time of their 2000 explant surgery. Under the assumption that pt did have replacements put in, co is reporting this event against implants that may have been put in during the 2000 explant surgery.